Event description:
A site in israel reported that a pt received hair removal treatment on various areas of the body and responded with hyper pigmentation and burns on the treated areas. The site reported that the pt was a type IV skin type. It was also reported that the pt had visited various doctors.

Manufacturer narrative:
The unit was installed at the user site (B)(4) 2012. There have been no clinical complaints regarding this specific number since that time. The product device history record and service history were reviewed (B)(4) 2012, with no issues found. The treatment parameters reportedly used by the operator were: 18 mm spot size, 30s pulse duration, 6 j/cm2, and 40/40/20 dcd setting, which are not within the treatment parameters as recommended by candela's treatment guidelines for a type IV skin type. A candela field service engineer inspected the unit involved in the event and reported that the unit was operating within specification.